Event description:
A malfunction alarm occurred, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support determined the malfunction code was not resettable and decided to replace the pump. The customer was informed about the need for replacement, and a new pump was provided to ensure continuous insulin delivery.